Manufacturer narrative:
12/17/1997: manufacturing site information corrected and provided.

Event description:
Pt experienced severe back pain requiring hospitalization, due to manual miscalculation of pump refill date by physician and nurse. Pt also experienced second episode of severe pain two days after pump refill, also requiring hospitalization.